Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation the root or probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following: the device was powering on after kept under observation for four days. Other issues found: the scope identification function was not working with 150 and 180 series scopes, with the narrow band imaging function not working with the 180 scopes all due to a defective printed circuit board, the net spacer had damage, there was dust inside the unit, the top cover was found corroded, the receptacle was found loose and another circuit board was corroded.the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center was not switching on. The issue occurred during maintenance with no procedure involved. There were no reports of patient harm.